Manufacturer narrative:
Update to b4, g3, g6, h2, h6 and h10. Correction h6 impact and clinical code. The device was discarded, therefore no visual inspection, functional testing, dimensional testing or imaging evaluation was performed. The work orders related to the manufacturing of the devices and components that could potentially contribute to the complaint did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review of the related work order was performed and revealed no other complaints relating to the complaint codes. As the complaint was unable to be confirmed, a complaint history review is not required. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The IFU for edwards esheath introducer set, IFU for edwards sapien 3 ultra, preparation and procedural training manuals were reviewed. It is noted that ''push force can vary due to angle of access and insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible.'' No IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was unable to be confirmed due to the unavailability of a returned device or applicable device imagery. No manufacturing non-conformances were identified during the evaluation. Reviews of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. Per IFU and training, delivery system insertion through sheath: correctly orient delivery system and check position before insertion, orient the delivery system with the flush port pointing away and the edwards logo facing up, ensure delivery system is locked in default position, shorter loader (valve sizes 20, 23 and 26mm): loader does not peel away. Keep loader completely inserted in sheath until just before delivery system removal at end of procedure to maximize system working length. Note: maintain edwards logo up throughout the procedure to prevent kinking of the delivery system, insertion force through the partially expandable portion can be higher than the push force through the fully expandable portion. In expectation of high friction, use short movements and push delivery system closer to sheath hub. Push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity and degree of calcification. Following proper valve crimping technique and ensure valve is delivered as straight as possible. Be careful to not bend the proximal end of the sheath when inserting the delivery system through the sheath, if push force is too high or valve is initially stuck, zoom in and rotate the c-arm to ensure valve and sheath are not damaged, if damaged, retract valve in sheath slightly. Remove valve and sheath together as single unit and replace. If push force is high, consider slightly pulling back the sheath 1-2 cm while advancing the thv/delivery system, if push force is too high or valve is still stuck, remove valve and sheath together as a single unit and replace. Do not over-manipulate the sheath at any time. Thv retrieval back into sheath tip: thv can be retrieved through sheath only before thv deployment (still crimped). Ensure the thv is centered on the flex tip. Ensure the delivery system is locked. Verify the flex catheter is completely unflexed. Retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. Ensure the edwards logo on the sheath handle is facing upward. Withdraw the delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not re-use the sheath, thv or delivery system once thv is retrieved. Note: do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. Note: crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve. A review of IFU/training materials revealed no deficiencies were identified. Per complaint description, ''it was reported difficulty in passing the valve through the esheath. The right femoral artery (therapeutic artery) of 6.0 caliber, with mild calcification along the entire right iliac axis and some tortuosity. A priori, compatible with the commander release system, according to specifications. Team tried to progress the valve through the introducer without success, after repeated attempts, it was found that the valve is stuck inside. Team carried out the withdrawal maneuver of the entire system together (commander + esheath).'' The training manual states, ''push force can vary due to angle of insertion, vessel diameter, tortuosity and degree of calcification.'' Access vessel characteristics such as calcification and tortuosity can create a challenging pathway for delivery system insertion/advancement through the sheath. Calcification can create a restricted pathway or constrained condition preventing the sheath from expansion, while tortuosity can create sub-optimal angles that can lead to non-axial alignment, which both can lead to resistance during the advancement of the delivery system. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required. However, per management discretion, a pra was previously initiated, and a CAPA was also initiated. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding a patient who underwent an implant of a 26mm sapien 3 ultra valve, by transfemoral approach. It was reported difficulty in passing the valve through the esheath. The team tried to progress the valve through the introducer without success, after repeated attempts, it was found that the valve is stuck inside. Team carried out the withdrawal maneuver of the entire system together (commander + esheath). There was a laceration of the intima of the femoral artery was repaired without difficulty. The patient is in good condition. The procedure was cancelled and the strategy to follow for the treatment of this patient's aortic stenosis will be assessed again.